Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 22nd of january 2017 for further investigation. During the investigation the fse cleaned the detector lens, substrate nozzle, and temperature. All were within specification. Daily check was performed with passing results. Also, the fse performed the "drip washer 10" and "suction washer 10" diagnostics and the dispense was even and fluids were properly aspirated. Then the fse decontaminated the substrate line and ran daily checks with passing results. A run using fsh, hcg, lh2 and e2 was performed and all results were within specification except for e2 level 2 and 3 were running high. A recalibration of e2 and a qc run was perfomed with results within range. Instrumet was relased and is functioning as intended. The most probable root cause for this event is due to contamination of the substrate line. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported background numbers are low and controls out of range high. The customer indicated that the substrate was made two days go and the diluent was made on (B)(6) 2017. Also, the customer checked the wash probe tip and no errors were observed. The technical support group (tsg) requested the customer to make new substrate and repeated background check, results were not communicated to tsg. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2, lh ii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.